Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection of received device shows a hair(eyelash) on the foam of the packaging(already opened). Tyvek lid has blood like spots or possibly a contamination. There are no visual damages to the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design related problems were found during the investigation. The nature of the reported event does not necessitate a review of the op technique / IFU since the issue is related to a packaging issue and not due to the intended use of the device itself. Based on the investigation, a definitive root cause for the failure cannot be determined for this complaint, as it is unlikely that this issue is manufacturing related, our personnel have completed all required inspections as per relevant processes which is confirmed by DHR. Most likely, root cause for this failure is a user related issue, as it could be possible that the hair was introduced while opening the implant. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "found an eyelash on the foam of the inner casing of a sterile implant. It was noticed when the implant was being opened to use in the patient, scrub tech noticed the eyelash after peeling the seal back".

Event description:
As reported: "found an eyelash on the foam of the inner casing of a sterile implant. It was noticed when the implant was being opened to use in the patient, scrub tech noticed the eyelash after peeling the seal back."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.